Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident. Attempts were made to obtain complete event information. Further information was requested, but not received.

Event description:
It was reported, during a trial procedure. Patient developed decrease in motor function. And physician had concerns of hematoma and had the leads explanted.

Event description:
Additional information received indicated patient is unable to walk. X- rays and MRI showed no hematoma.